Event description:
A customer contacted baxter to report that three transfer sets were noted to have some cracks on the light blue main body. These sets were used for one month. There were patients involvement. But no patient injury and no medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: one used set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with leak noted. Set was visually inspected and noted that both of the occluder feet was broken. This complaint was confirmed in the lab for extensive twist clamp cracking including broken occluder feet. A root cause is uncertain. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 1 of 3 associated with this issue. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.